Event description:
Total hip replacement was left hip, upper part -cup was found to be loose. Corrective surgery was needed to correct the problem. Stryker hip - therapy for three days in 2005. Reconstruction surgery in 2007 - therapy 2007 thru early 2008.